Event description:
It was reported that the customer had to change her infusion sets and reservoirs due to air bubble anomalies. The blood glucose reading was unknown. The customer observed bubbles in the reservoir with varying sizes, ranging from little to large. She noted that the insulin was sometimes not stored at room temperature, and she was advised against this. She was advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.